Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR due to unknown lot number. Severity: s_1__; occurrence: unable to perform complaint lot history check due to unknown lot number for bending during use, does not attach/detach & difficult to operate. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that the bd ultra fine¿ pen needles were bending during use, not attaching properly, and difficult to operate. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra fine¿ pen needles were bending during use, not attaching properly, and difficult to operate. There was no report of exposure, injury, or medical intervention.